Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, near sighted and unexpected myopic outcome. The iol was exchanged for another lens 2 months following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.5., e.4., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon that the replacement lens was 2 diopters difference in power than the initial iol. The patient¿s issues still have not resolved. Per the surgeon, the patient¿s ocular health is stable.